Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 700 mg/dl at the time of the incident. The customer felt symptoms of nausea and vomiting. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the buttons were too hard to press. The customer stated that they had issues with the sensor and infusion sets as well. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with unresponsive act, esc and arrow buttons due to flattened button dome switches. Unable to perform displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test and test with minilink transmitter due to button keypad anomaly. The insulin pump had cracked case at the display window corners and cracked reservoir tube lip.